Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level displayed as high on continuous glucose monitor (cgm). Cause of the high bg was, due to the malfunction on the pump. Customer administered a correction bolus via the pump to address the high bg.